Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. As of 12/12/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (471296-08 / k112312070317) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk6818. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to the instrument did not exhibit the event described in the complaint. A visual inspection was conducted, confirming the absence of any cable fraying or breakage issues. However, the instrument exhibits damage in the form of mechanical indentations and burrs on of the blade edges. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The instrument was found to have blade damage at the tip of the blade. As a consequence, one of blades demonstrate mechanical indentation, leading to complications for the grips when opening and closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Isi followed up with the initial reporter and obtained the following additional information: stated the instrument was inspected prior to start and it was without damage. It is unknown what surgical task was being performed when the issue was first observed. There was no instrument collision, and it is unknown if there was any issue with the opening/closing of the grips, or the up/down and left/right motion of the wrist. It is unknown if there was any cable protruding from the distal end of the instrument and it is unknown what that cable controls. It is unknown if a fragment fell into the patient and there are not any photographs or video available for review.